Event description:
Per (B)(4), dealer stated that the mattress are bottoming out and not recovering after not in use.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.